Event description:
The patient was discharged with no reported patient issues.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic. Upon attempting to interrogate the patient's implantable cardioverter defibrillator (ICD), it was observed the ICD had loss of inductive telemetry. The ICD was explanted and replaced. The patient's condition was unknown.